Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7114973 / 7115131.

Event description:
It was reported that the patient was having difficulty charging the ipg due to migration. It was also noted that both leads had migrated and were termed non reusable due to physical shape. The patient underwent an explant procedure and was doing well postoperatively. All explanted devices were not returned.